Event description:
(B)(4). Well, I get rashes that lasts for months that started 6 months after having the essure put in. About a year into this, I lost hair so now I have very thinning hair on the top of my head in the front. I now have horrible migraines a couple weeks through the month every month off and on. I now get lower back pain all the time. I get stabbing pain in my lower front sides. And I do not enjoy having intercourse. Almost always after sex I'm in so much pain as if I can't catch my breath and if someone is with both hands just squeezing my lower stomach and almost as if it's on fire at the same time. Then there is all the other side effects that they promise this birth control did not have. Really really heavy periods, ruined clothes, my bed and just embarrassing moments. There's the over weight now I'm gone from 5 to a 0 to now 11 in one year. I cant loose this weight. I've always been healthy, never never had problems like these til I got the essure put in. It affects me in every way that other birth controls said they would affect a women and that's why I stayed away from other birth controls. Oh and as far as having any motivation - none. I have to talk and fight myself to get out of bed at times and or to just get out of the house. The whole idea of having to get dressed and take showers just sounds like too much work. That's crazy for anyone to feel that way. I've never felt so damn lazy in my life. I am a person who would go, go, go all the time, nothing could stop me or get in my way. I love to get my hands dirty. Anything new I can try or learn, I'm there. Now I can care less. I am not me. Not any more, thanks to the essure. Oh and also getting sick all the time now to never being sick. Everyone around me would be sick and mad at me for never catching a fever or a cold. But now yup, I get a cold every time someone around me has one. I know my problems are the cause of the birth control essure and the chance I get to get these out, I am. The date I put above is the day my daughter was born I can't remember if I had the essure put in the year of or the next following year which would be 2008.